Event description:
It was reported mid-procedure there was an error code that came up (screen turned orange) and it said something about a modular handle disconnection. The hand piece was not disconnected. They turned the power console off and rebooted and it seemed to work after that.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period 08/15/2010 through 08/15/2012. Eval: the pulsar generator was received in fair condition with minor surface imperfections. The unit delivered rf energy correctly into the fixed resistors during initial testing. The service department was unable to replicate the complaint. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use. End of report.